Manufacturer narrative:
Insulin pump was received with blank display due to battery tube connector/interface board not plugged in properly. Unit had minor scratched lcd window and cracked reservoir tube lip. Unable to performed functional test due to blank display anomaly.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The display did not return after it rested. The insulin pump's display did not return after troubleshooting. Customer's blood glucose level went up to 386 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.